Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specification and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13377. It was reported the pt underwent an implant procedure on (B)(6) 2013. It was also noted there were no pt issues immediately postoperative. The pt started experiencing a loss of bladder control and difficulty walking due to balance issues on the evening of (B)(6) 2013. The pt's physician recommended the pt go to the emergency room if her symptoms persisted. Follow-up information identified the pt had a slight fever and was admitted to the hospital on (B)(6) 2013 as a precautionary measure to monitor her symptoms. The pt was treated with antibiotics and as of (B)(6) 2013, her physician reported all her symptoms have subsided. The pt's physician confirmed there were no signs of infection from the implant procedure on (B)(6) 2013 and was concerned the pt may have an unrelated infection in her arm at the IV site. Follow-up pending.